Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) were explanted after the patient developed a pocket infection.

Manufacturer narrative:
No additional information is available at this time. This event will be updated if any additional information becomes available.